Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed and confirmed that this lot met all release criteria, including all testing for passage through an introducer sheath. This is the only complaint reported to date for this lot number. The sample was returned for eval and the investigation is currently underway.

Event description:
It was reported that during withdrawal, the pta balloon became lodged within the introducer sheath and detached from the catheter. The pta balloon catheter and introducer sheath were removed from the pt with the pta balloon lodged within the sheath. No pt injury.